Event description:
It was reported that: during ventilation and the device connected to a pt, the device is burned. The fire started in the pt hose and caused damage to the front area of the device.

Manufacturer narrative:
The device was quarantined for investigation by (B)(6). Available investigation results will be reported in a follow up report.